Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when in the foley catheter, sterile water was injected during pre-test, it swelled unevenly, and sterile water could not be drained. The syringe was made by another company.

Event description:
It was reported that when in the foley catheter, sterile water was injected during pre-test, it swelled unevenly, and sterile water could not be drained. The syringe was made by another company.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual: visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and slight resistance during inflation. With the return syringe attached the catheter balloon deflated passively in under 5 min: 2 min 24 sec. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.